Manufacturer narrative:
Pc (B)(4). The following information was requested, but unavailable: how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain patients current status? How was the broken needle retrieved from the patient? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure for percutaneous screw-rod internal fixation for thoracic 12 vertebral compression fractures on (B)(6) 2020 and suture was used. It was reported that the needle broke during sewing the surgical orifice. The tip of the broken needle was carefully found, the surgical orifice was cleaned, and the procedure was completed using a new like device, thus delaying the surgery time and anesthesia time. There were no adverse patient consequences reported. No additional information could be provided.